Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that that evis exera iii xenon light source had water leakage from light source scope attachment. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h3, h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed the user connected the scope connector before it was sufficiently dry which caused liquid to enter the air pump or tube and the liquid come out from the socket when the scope was removed. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. H3 other text : device not returned.